Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, r-wave measurements had decreased to 0.9mv, with pacing impedance measurements at 232 ohms, shock impedance measurements at 52 ohms and no capture at maximum outputs. A chest xray confirmed that the rv lead had dislodged. The patient exhibited no symptoms as a result. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.